Event description:
Literature was reviewed regarding ¿effectiveness of proximal landing zone 1 and 2 thoracic endovascular aortic repairs for type b aortic dissection by comparing outcomes with thoracic arch aneurysm¿. The time frame of this study was over a twelve-year period. Multiple manufactures products were implanted including valiant and talent stent grafts. In total 213 patients were included in the study. Two patients had talent stent grafts implanted in the endovascular treatment of tbad (type b aortic dissection) while both talent and valiant stent grafts were implanted in five patients for the endovascular treatment of a taa (thoracic aortic aneurysm). The following malfunctions occurred in the taa group: type ia and ib endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; effectiveness of proximal landing zone 1 and 2 thoracic endovascular aortic repair for type b aortic dissection by comparing outcomes with thoracic arch aneurysm¿. Kudo t, kuratani t, sawa y, miyagawa s journal of endovascular therapy 2025, vol. 32(1) 170¿184 https://doi.org/10.1177/15266028231174407 a.2 <(>&<)> a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.